Event description:
The customer reported that they were admitted to the hospital and was sent home when bgs were stabilized. The customer noticed the pump lcd had faded and cannot read the time or basal rates. Also the customer mentioned that proper batteries have been lasting two weeks. Advised customer to disconnect from the pump and call md for back up plan.